Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic patient record from the event for review. Upon review of the electronic patient record, physio-control verified that the device unexpectedly lost power one time and that power was restored 18 seconds later. There were no low battery or replace battery warning messages in the electronic patient record. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's display went blank, and that they had to press the power button in order to restore normal function. This device behavior is indicative of a loss of power which could delay or prevent defibrillation if it was necessary. There was patient use associated with the reported event. There were no reports of adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.